Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a low blood glucose of 48 mg/dl. The caller stated that the low blood glucose was due to a recent surgery; the customer had not been eating. Troubleshooting did not occur for the low blood glucose. The insulin pump was not returned for analysis.